Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The pump developed frequent suction issues during patient support. Volume and positioning were both verified, but the issue persisted. The pump was exchanged as a result of the noted issue. Although there was no thrombus in the left ventricle, biomaterial was observed on the device.

Manufacturer narrative:
The investigation of low pump flow and thrombus has been completed. The impella device was not returned for evaluation. Pump ran with low flow and suction alarms for entire case. Biomaterial observed per clinical description. Temporary pump stop was found on data logs. Data review: data logs confirmed the failure mode & clinical narrative. Logs showed pump started & ran with slightly low flow on p-8 followed mc spikes. About 269 hours into support, pump stopped temporarily & could restarted by itself that triggered alarm impella stopped-mc high. Pump continued running on p-8 with low flow & multiple suction alarms. About 1347 hours into the case, flow dropped to 1.8 l/min & remained to the rest of the case. Product was not returned for review. Based on clinical description and data analysis, the root cause of low flow was most likely biomaterial ingestion since biomaterial observed per clinical team and on data logs. The root cause of temporary pump stop was most likely biomaterial ingestion since biomaterial observed per clinical team and on data logs. As the necessary information was not provided, the root cause of the thrombus was not determined.